Event description:
Confirmed unpanned tipping on #10, posted in mini channel and confirmed. Initial complaint in cst case # (B)(4) due to dental work done and email sent, and review of aligner fit noticed the tipping.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.